Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the right hemicolectomy procedure the instrument closed but staples were not deployed when handle was squeezed. To complete the procedure, another instrument was opened and used. There was no harm caused to the patient.